Event description:
It was reported that a patient underwent a sling procedure for the treatment of mixed urinary incontinence on (B)(6) 2013. On (B)(6) 2014, exposed mesh at midline was noted by the physician. The mesh was visible and palpable on exam and the patient was asymptomatic. The patient was prescribed vaginal estrogen.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.